Manufacturer narrative:
The report of the event came from a published article. Attempts are being made to gather further details. At this no further details have been obtained. Should additional info be obtained to further the investigation this report shall be updated.

Event description:
It was identified in a published article that a pt who had an on rod implanted in their right hip, suffered a fall four months post surgery and experienced a subtrochanteric fracture. The pt was revised to a tha and the fracture was repaired.